Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were unable to remove the battery cap. The customer mentioned that the insulin pump was off. The customer's blood glucose was 270 mg/dl at the time of incident. The customer stated that they were correcting the blood glucose with manual injection. The customer stated that they were unable to remove the battery cap even with screwdriver. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm or failed battery test alarm noted. The insulin pump had stripped battery cap at the coin slot area, cracked battery tube threads and cracked case at the display window corner.